Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope has air/ water flow issues. The reported issue occurred during an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the evaluation it was observed, that there were air/water flow issues; due to foreign objects clogging the nozzle. Due to this clog; the amount of water contact, air, and water supply volume did not meet the standard value. This finding was, due to insufficient cleaning of the scope or handling problem. It was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. It was also observed, that the adhesive of the bending section cover had a chip, a crack and was detached; due to chemical or physical stress. It was observed, that the display of the ultrasound image was defective with missing elements; due to damage on the ultrasound probe. It was also observed, that the acoustic lens was damaged; due to physical stress. Lastly, scratches were observed on the following unit components; due to physical stress caused by a handling problem: switch 1, objective lens and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed, that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed, that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.